Event description:
This was a lead extraction case performed in the hybrid or to remove 2 cardiac leads (ra and rv, medtronic 4068 capsure fix leads, implanted 181 months ago) due to being non-functional. The physician began extraction using a 14f slsii catheter and removed the ra mdt 4068 lead. The physician then began removal of the rv mdt 4068 lead using the same 14f slsii catheter. The physician lased to about a centimeter from the lead tip and held traction for several minutes but the lead didn't release (she had unscrewed the helix). She lased further and the lead appeared to release into the laser sheath, however, it was stuck on something. She continued to apply gentle traction for a couple more minutes. She then lased again for just a second and was able to remove the lead and sheath. She left the outer sheath in place parked at the innominate/svc junction in order to place a guide wire for reimplant. At this point, there were no signs of a problem, but before the surgeon left the room, he and anesthesiologist checked to see if there was effusion. After a couple minutes, effusion was noted and then a decline in the blood pressure was noticed. CT surgeon was scrubbed and performing a sternotomy in 5 minutes. An rv tip perforation was identified (3mm). The perforation was repaired and the patient stabilized.